Event description:
It was reported that the monitors displayed two different patient images with the same name when using the senographe 2000d. No injury was reported. The concern is for misdiagnosis which may lead to mistreatment.

Manufacturer narrative:
The ge field engineer (fe) was dispatched to the site but was unable to duplicate the problem. The fe indicated that the device would not retrieve from the pacs. The fe rebooted the pacs system and ran an operational check on the device. The device was found to be functional. Based on the results of the operational check and the report received from the site, there was no evidence of a device malfunction. This issue was identified during a retrospective review of service records. Hence, no additional information is available. A supplement will be submitted, should additional relevant information become available.